Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced an infection. The patient went to the emergency room due to cellulitis that occurred as a result of cutting the skin and implanting the device. The patient was prescribed a round of IV antibiotics and was admitted to an outside hospital. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator explanted their device after experiencing an infection. The patient went to the emergency room due to cellulitis that occurred as a result of cutting the skin and implanting the device. The patient was prescribed a round of IV antibiotics and was admitted to an outside hospital. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Correction: additional information was received on december 5th 2025, indicating that the event reported under this report (MFR report number 2124215-2025-79049) is a duplicate of a previously-reported event under MFR report number 2124215-2025-79076). All further information will be provided under MFR report number 2124215-2025-79076.